Event description:
It was reported by service report that the x frame is bent and the cot will not raise or lower. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Outer litter pivot lift tubes.